Event description:
The customer reported that there was no audio at the passive display. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: a philips technical consultant (tc) was dispatched and determined that the distribution rack was not hooked up to the wall correctly. This is considered a service/installation issue. The tc adjusted the adjusted the distribution rack setup to resolve the issue. No further investigation or action is warranted at this time.

Event description:
The customer reported that there was no audio at the passive display. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.